Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and infection. No lot release records were reviewed, as the product lot number was not provided. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted into the hospital for an infection. The pod fell off after wearing it for 30 minutes. There were no reported specifics of the infection, treatment and the time of patient discharge from the hospital. During the reporting of the event, 3 follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.